Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms on the left ventricular (lv) channel. Isometrics were performed which resulted in loss of capture. A lead fracture is suspected but has not been confirmed at this time. A revision procedure will most likely occur in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that at a revision procedure to implant a new left ventricular (lv) lead, pacing impedance measurements greater than 2000 ohms were reported with this device. Appropriate measurements were produced with the lv lead and the pacing system analyzer (psa). Device troubleshooting was performed and measurements were still out of range. Therefore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a revision procedure to implant a new left ventricular (lv) lead, pacing impedance measurements greater than 2000 ohms were reported with this device. Appropriate measurements were produced with the lv lead and the pacing system analyzer (psa). Device troubleshooting was performed and measurements were still out of range. Therefore, this device was explanted and replaced. No additional adverse patient effects were reported.